Event description:
During an in-clinic follow-up, it was not possible to interrogate the device, and it was in backup (bvvi) mode. Additionally, the patient was experiencing an arrhythmia. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of no output and inability to interrogate were confirmed. The reported event of device in backup mode was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The patient presented at the hospital feeling unwell. Initial interrogation of the device revealed backup (bvvi) mode. The patient then became asystolic and ventricular fibrillation developed as a loss of pacing was observed in the pacemaker dependent patient. A temporary pacemaker was utilized. Additional interrogation of the device was not possible. The device was explanted and replaced to resolve the event. The patient was stable.